Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that there were no hardware parts replaced and the imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a transsphenoidal procedure. It was reported that the surgeon registered the patient but was not satisfied with the registration accuracy, so the surgeon proceeded to re-register the patient. The registration was accepted but then the system froze and would go into the navigation screen. A reboot resolved the issue and the procedure was completed after another successful registration. The surgery was complete with no patient impact with a 5 minute delay.

Manufacturer narrative:
The software logs were reviewed for further analysis and did not show record of a passing registration. The information indicated that a registration model was built, but there were zero touch points, zero trace points, and no fiducials detected. The user did not enter navigation. In the following session from the same morning, the user never appeared to enter navigation as reported. There were no clear signs of a software malfunction. If information is provided in the future, a supplemental report will be issued.